Manufacturer narrative:
--

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.

Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection. There was no report of adverse patient effects due to the explant procedure.

Event description:
Additional information was provided that the patient later noted being hospitalized approximately one month after the explant procedure with two pulmonary embolisms. The patient noted being told that the embolisms were felt to be due to the procedure.